Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2009 and obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a gynecological procedure in order to treat rectocele repair and cystoscopy and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that mesh was implanted due to stress urinary incontinence and rectocele. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient experienced urinary incontinence and underwent resection of previous mesh sling on (B)(6) 2009. It was reported that the patient had a gynecological procedure in order to treat rectocele repair and cystoscopy and mesh was implanted.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and rectocele. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient experienced urinary incontinence and underwent resection of previous mesh sling on (B)(6) 2009. No additional information was provided.(B)(4).